Event description:
It was reported that patient underwent shoulder procedure and four (4) years after the procedure, the liner was found disconnected from the glenoid tray. Metallosis was identified around the head during the procedure. No additional details have been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed on april 11, 2008.